Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/12/2016 with the following findings: investigation revealed a dim and discolored display and a cracked battery compartment. Unrelated to these issues, the pump was returned with the bolus button cover missing, making testing of the bolus button functionality impossible. (B)(6).

Event description:
The pump was returned for investigation. This report is made based on results of investigation completed on 10/12/2016. Investigation revealed a dim and discolored display and a cracked battery compartment.